Event description:
It was reported by a vns pt's caregiver that pt started having increase seizures when pt's medication of dilantin was discontinued one month after vns implantation. The pt had 10-12 seizures per month and he was taken to hospital on (B)(6) 2010. Pt's caregiver stated that magnet activation of vns aborts pt's seizures. Good faith attempts to obtain more info regarding pt's adverse events have been unsuccessful to date.